Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown by reporter) via an implanted pump. The indication for pump use was non-malignant pain. On 11-jan-2016 it was reported that the pump was implanted on (B)(6) 2015. The pump pocket incision came open; it started coming open from the right side of the incision and then continued all the way until it came open, but not all the way down to the pump. The patient had already had the stitches taken out; it popped open suddenly. The patient was admitted on (B)(6) 2015 for surgery to close it. They couldn't do the surgery until (B)(6) 2015. They discovered a (B)(6) infection. They had to take the pump out and cleaned it off. Then they cleaned out the inside of the incision, put the pump back in, and sewed it up. The symptoms of infection were redness, drainage, and incisional wound opening. The patient was treated with 24 bags of intravenous antibiotics. As of (B)(6) 2016, the patient was fine. The infection was resolved. Additional information was received on 29-jan-2016 from a healthcare professional and it was reported that the diagnostics performed related to the (B)(6) infection was lab work. The patient was seen in the ER (emergency room). The cause of the infection was unknown.